Event description:
It was reported that the pt showed high lead impedance during diagnostics test. Pt also showed an increase in seizures. Pt was seizure free in the past. Pt could feel normal mode stimulation. However, pt's device was turned off and was sent to a surgeon for a possible revision surgery. Good faith attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.